Event description:
Device returned with report of explant due to reduced drug effect and granuloma. Enclosed MRI report of 2003 documented presence of a "thickening... May be related to a small granuloma." Follow up with hcp revealed patient experienced nausea, vomiting, dizziness, foul taste in mouth, balance problems, confusion, general ache and burning in both lower extremities. The surgical procedure "replacement of the catheter tip" was performed in 2003. Patient outcome - 90% of symptoms have resolved post replacement."